Event description:
It was reported that remote transmission was received from the emergency room showing that right ventricular lead exhibited loss of capture. Sensing had decreased. X-ray revealed that the lead had dislodged. The lead was later found to have perforated the heart. The lead was explanted and successfully replaced. Patient had bradycardia but was otherwise stable.